Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4.

Event description:
Healthcare professional reported left side capsular contracture, seroma, "dimpling" and "slightly wavy contours." The device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, seroma, "dimpling" and "slightly wavy contours." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Manufacturer narrative:
Continued initial reporter- postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and seroma. The device remains implanted.